Event description:
It was reported that the dry & store was burnt. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on december 6, 2024 was filed inadvertently. No device malfunction or serious injury has occurred.